Manufacturer narrative:
The sample associated to this report is not expected for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue cannot be confirmed. We are unable to determine the cause for this specific event however, mfg controls are in place to detect break related defects to reduce the potential for occurrence during the mfg process. (B)(4). Info has been added to the database for trending purposes.

Event description:
It was reported by a customer in (B)(6) that the tracheal tube cuff was broken one day after the intubation. It was also reported that there was no use of lubrication, and it was tested prior to use in the pt. A replacement of the tube was required. There was no pt injury reported.